Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Correction to d9.